Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the unit was unable to update software and the hard drive was reconfigured and the software reloaded. It was further noted that the unit failed its electrocardiogram lead select and gain test and therefore the link electronic module board was replaced and calibrated and it was verified that the issues were then resolved. Analysis also found that the power supply was noisy and that the right connector on the radiofrequency transceiver (rft) was loose but functional, however the rft was replaced as a preventive and the power supply was replaced as well. (B)(4) .

Event description:
It was reported that the programmer was unable to perform a software update through the software distribution network (sdn). It was noted that the display screen remained frozen on the preparing to install screen. The programmer was returned for repair. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.